Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, cracked keypad overlay. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6; pcba2--j1, lcd flex cable terminal. The pcba2 j1 connector and the lcd flex cable are severely corroded. In summary, the customer¿s report of a crack on the pump was confirmed during visual inspection. The blank display noted after battery insertion is due to the corrosion on both boards. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.